Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20ml ll s/c 50 packaging was found ripped before use. The following information was provided by the initial reporter: "the issue is with the packaging of the syringes. The packaging ripped on multiple syringes and the nurse was not able to use."

Event description:
It was reported that the syringe 20ml ll s/c 50 packaging was found ripped before use. The following information was provided by the initial reporter: "the issue is with the packaging of the syringes. The packaging ripped on multiple syringes and the nurse was not able to use."

Manufacturer narrative:
H.6. Investigation summary: one sample and photo received for investigation. Unable to evaluate the sample sent since it is open. However, ten retention samples were evaluated for package tearing upon opening the package, and any fiber tear in the packaging. The testing were compliant, no defects observed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. A device history review was conducted for lot number 9051838. No deviations (quality notifications) were reported during the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.